Event description:
The customer states she got back to back glucose results on her meter of 220 mg/dl and 97 mg/dl. Controls were not run. No treatment sought or required for this incident. The customer feels ok. Return requested and replacement was sent.